Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No external ram crc error, unexpected restart alarm and no displayable history crc check failed on startup alarm noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is also cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.